Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. No visual discrepancies were found during the internal inspection. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This patient on peritoneal dialysis (pd) contacted customer support requesting operational assistance with cancelling the pd treatment on the fresenius cycler for a procedure. There were no reported malfunctions or product deficiencies during the call. In additional follow-up, the patient¿s pd nurse reported the patent underwent outpatient umbilical hernia repair and is currently on back up hemodialysis until the hernia site heals. Per the nurse, this patient has been on pd therapy since 7/nov/2018. It is unknown if the umbilical hernia was pre-existing prior to the start of pd therapy. The nurse stated the cause of the umbilical hernia is unknown. It was indicated the hernia repair was pre-planned and took place after the patient did all the pre-surgical clearance appointments. The nurse reported the patient was not experiencing any pain or any other symptoms or issues with the umbilical hernia. Per the nurse, the patient has not had any increased intra-peritoneal volume (iipv) events nor any malfunctions with the fresenius cycler associated with the hernia.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
This patient on peritoneal dialysis (pd) contacted customer support requesting operational assistance with cancelling the pd treatment on the fresenius cycler for a procedure. There were no reported malfunctions or product deficiencies during the call. In additional follow-up, the patient¿s pd nurse reported the patent underwent outpatient umbilical hernia repair and is currently on back up hemodialysis until the hernia site heals. Per the nurse, this patient has been on pd therapy since (B)(6) 2018. It is unknown if the umbilical hernia was pre-existing prior to the start of pd therapy. The nurse stated the cause of the umbilical hernia is unknown. It was indicated the hernia repair was pre-planned and took place after the patient did all the pre-surgical clearance appointments. The nurse reported the patient was not experiencing any pain or any other symptoms or issues with the umbilical hernia. Per the nurse, the patient has not had any increased intra-peritoneal volume (iipv) events nor any malfunctions with the fresenius cycler associated with the hernia.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s umbilical hernia repair. However, there is no reported allegation nor any objective evidence which indicates a liberty select cycler malfunction or product deficiency caused or contributed to the hernia event. Hernia is a well-documented potential complication in pd patient¿s due to expected increased intra-abdominal pressure from the dialysate during pd treatment. Therefore, the temporal use of the fresenius cycler to facilitate pd therapy cannot be excluded as a contributing factor in the hernia event. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This patient on peritoneal dialysis (pd) contacted customer support requesting operational assistance with cancelling the pd treatment on the fresenius cycler for a procedure. There were no reported malfunctions or product deficiencies during the call. In additional follow-up, the patient¿s pd nurse reported the patent underwent outpatient umbilical hernia repair and is currently on back up hemodialysis until the hernia site heals. Per the nurse, this patient has been on pd therapy since (B)(6) 2018. It is unknown if the umbilical hernia was pre-existing prior to the start of pd therapy. The nurse stated the cause of the umbilical hernia is unknown. It was indicated the hernia repair was pre-planned and took place after the patient did all the pre-surgical clearance appointments. The nurse reported the patient was not experiencing any pain or any other symptoms or issues with the umbilical hernia. Per the nurse, the patient has not had any increased intra-peritoneal volume (iipv) events nor any malfunctions with the fresenius cycler associated with the hernia.